Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016 which refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. Approximately three months after the essure procedure, plaintiff underwent a hsg (hysterosalpingogram) test and was informed that physicians could only locate one of her two essure coils; one coil had migrated. Physicians subsequently implanted a third essure coil. After this procedure, she started experiencing severe abdominal pain, bloating, and severe digestive problems. Consumer stated that her symptoms were so severe that she bought three different sizes of pants to wear, and wear adult diapers at night while sleeping. She never experienced any of these conditions prior to procedure. She sought treatment with her primary care physician and a gastroenterologist, and has visited the emergency room several times. Follow-up received on 21-apr-2016: quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain. She sought treatment with her primary care physician and a gastroenterologist, and has visited the emergency room several times. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, the consumer also had digestive problems which could be alternative explanation for the abdominal pain. However, given the nature of the reported event, and positive temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since medical intervention was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant, perforation of organs"), abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pid"), embedded device ("embedded in upper tissue"), salpingitis ("fallopian tube, left: chronic salpingitis consistent with chronic salpingitis"), sepsis ("sepsis") and hydrosalpinx ("hydrosalpinx") in a 44-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Concurrent conditions included irritable bowel syndrome, adjustment disorder, post-traumatic stress disorder, tobacco use disorder, vitamin d deficiency, obesity, acute respiratory distress syndrome, pancreatitis, acute respiratory failure, body mass index normal, vaginitis bacterial, cellulitis, dysfunctional uterine bleeding and pancreatitis. Concomitant products included clonazepam (klonopin), lactulose, linaclotide (linzess), paroxetine hydrochloride (paxil), quetiapine (seroquel) and trazodone. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion ("essure device location of device: uterus had migrated"). In 2015, the patient experienced anal incontinence ("bowel incontinence"), vomiting ("vomiting"), flatulence ("gas") and diarrhoea ("diarrhea"). In 2017, the patient experienced visual acuity reduced ("vision had gotten worse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dyspepsia ("severe digestive problems / digestive system problems"), insomnia ("insomnia"), hot flush ("hot flashes"), night sweats ("night sweats"), dysgeusia ("metallic taste in my mouth"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), sepsis (seriousness criterion medically significant), hypoxia ("hypoxia after hysterectomy"), feeling abnormal ("brain fog"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), hydrosalpinx (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("fibroids"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), weight increased ("weight gain"), furuncle ("boil on my butt"), spinal pain ("spine pain"), pain in extremity ("back to my leg"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain"). The patient was treated with dicloxacillin, panadeine co (tylenol #3), amitriptyline, metronidazole (flagyl), surgery (laparoscopic left salpingectomy), surgery (laparoscopic left salpingectomy), surgery (04aug2016. Unilateral salpingectomy, hysterectomy with unilateral salpingectomy), surgery (04aug2016. Unilateral salpingectomy, hysterectomy with unilateral salpingectomy) and surgery (laparoscopic left salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the uterine perforation, abdominal pain, device expulsion, salpingitis, abdominal distension, dyspepsia, insomnia and back pain outcome was unknown and the pelvic inflammatory disease, embedded device, hot flush, night sweats, dysgeusia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, sepsis, hypoxia, feeling abnormal, bladder disorder, urinary tract disorder, hydrosalpinx, ovarian cyst, uterine leiomyoma, nausea, dyspareunia, pelvic pain, weight increased, anal incontinence, vomiting, flatulence, diarrhoea, furuncle, visual acuity reduced, spinal pain, pain in extremity and dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain, anal incontinence, back pain, bladder disorder, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, flatulence, furuncle, hot flush, hydrosalpinx, hypoxia, insomnia, menorrhagia, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, salpingitis, sepsis, spinal pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, visual acuity reduced, vomiting and weight increased to be related to essure (ess205). The reporter commented: the hysterectomy put me in a coma for 3 weeks due to aspiration while in surgery. Initial hsg showed 1 patent fallopian tube. Essure device inserted, coil placed, four coils easily visible on the left. Right ostia visualized, same was down. Two coils were remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. (B)(6)2007, CT abdomen and pelvis report: impression: large lobulated cystic mass posterior to the uterus with other small cystic foci at the bilateral adnexa. (B)(6)2009, CT abdomen and pelvis report: impression: distended tubular structure in the left lower quadrant without significant adjacent inflammatory changes, increased in size since prior study, suspicious for hydrosalpinx. Radiodensities extending through the uterine fundus likely represent the patient¿s known tubal occlusion devices. The appearance is concerning for malposition. Stable probable hemangioma in liver. CT scan report: cyst on bladder. Essure moved. (B)(6)2009, CT scan: pelvic mass highly suggestive of hydrosalpinx given the essure procedure. Highly likely the elongated mass represents hydrosalpinx. (B)(6)2009: surgical pathology report fallopian tube, left: chronic salpingitis consistent with hydrosalpinx. Gross: segment of tan red, tubular structure measuring 5.8 cm in length and ranging in diameter at proximal end from 0.7 cm to 1.3 cm with dilated, semi translucent cyst like structure at distal end measuring 5.7 x 4.9 x 2.1 cm. Serosal surface is smooth tan to pearly white to tan red with focal red adhesions. Cystic structure reveals cavity with smooth pearly white lining containing a small amount of clear fluid. (B)(6)2012, pelvic ultrasound: rt ovary has cyst, measures 0.8 cm. Lt ovary has cyst measures 1.2 cm. Essure seen. (B)(6)2014, lumbar spine x-ray: bilateral essure devices present. Impression: no acute fractures or subluxation (B)(6)2014, colonoscopy: normal colon, small hemorrhoids. Decreased squeeze anal sphincter on rectal exam. (B)(6)2015: CT scan abdomen, pelvic organs: bilateral essure tubal occlusion devices seen. Impression: large amount of retained stool throughout colon consistent with severe constipation. Redundant sigmoid colon. (B)(6)2016, abdominal x-ray,findings: linear radiopaque structures projecting over the pelvis could represent tubal occlusion devices. Impression: nonobstructive bowel gas pattern. (B)(6)2016: abdominal x-ray: findings: bilateral fallopian tube occlusion devices noted. Impression: constipation. Non obstructive bowel gas pattern. (B)(6)2016, CT scan, abdomen and pelvis: impression: no acute intraabdominal or intrapelvic process. Right hepatic dome, 1.4 cm hypodensity, unchanged, too small to characterize however likely a cyst. Borderline splenomegaly. Intrauterine device in place. CT shows essure device is through the uterus without perforation CT shows intrauterine metallic object penetrating though uterine wall. (B)(6)2016, ultrasound: findings: uterus: there are 3 linear echogenicities which appear to be in the uterine parenchyma with at least one protruding through the uterine wall. Difficult to evaluate exact location. Impression: 1. No evidence of intrauterine device. 2. 3 essure coils visualized. Likely within the uterine parenchyma, colon however difficult to evaluate the exact location. 3. Small 0.5 cm intramural leiomyoma. 4. Physiologic appearance of the ovaries. (B)(6)2016, CT abdomen, pelvis: confirms that left arm of one of the devices protrudes thought the uterine wall, not within the fallopian tube. (B)(6)2016, surgical pathology report uterus, cervix, right fallopian tube ¿ uterus: poorly active endometrium, adenomyosis, one small intramural leiomyoma. ¿ cervix: chronic inflammation ¿ right fallopian tube: no significant pathologic changes. Gross: right fallopian tube, serosa is tan-pink, smooth to shaggy and glistening with two silver metallic, highly coiled devices 0.4 cm and 0.6 cm in length and averaging 0.1 cm in diameter, protruding through the serosa at both cornus. Endometrial cavity contains two silver metallic highly coiled devices, contiguous with the previously mentioned coil devices entering through the right and left aspects of the myometrium and exiting through the right and left aspects of the endometrial canal. 08aug2016, CT abdomen and pelvis: postoperative changes in the pelvis without definite abscess formation. Free fluid is likely postsurgical. 2. Bibasilar airspace disease with small bilateral pleural effusions. 3. No evidence for acute bowel inflammation. Question prior colitis of distal colon and rectosigmoid. Distention and fluid filled but otherwise unremarkable appearing cecum/ascending colon. (B)(6)2016, chest x-ray: mild improvement in bilateral airspace disease, patient clinically with ards. Low lung volumes. Bibasilar atelectasis, question small effusions (B)(6)2007 hysterosalpingogram comparison: (B)(6)2006 findings: the positions of the two previously noted tubal occlusion devices suggest possibility that they might traverse the myometrium. Impression: findings consistent with an occluded right and left fallopian tube; interval placement of a left fallopian tube occlusion device. Interval development of uterine irregularity suggesting the possibility of adhesions. Unchanged two previously placed tubal occlusion devices. Follow up imaging can be obtained as indicated. Concerning injuries reported in this case the following one/ones were described in patient medical records: event added: salpingitis. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant, perforation of organs"), abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pid"), embedded device ("embedded in upper tissue"), sepsis ("sepsis") and hydrosalpinx ("hydrosalpinx") in a 44-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, adjustment disorder, post-traumatic stress disorder, tobacco use disorder, vitamin d deficiency, obesity, acute respiratory distress syndrome, pancreatitis, acute respiratory failure and body mass index normal. Concomitant products included clonazepam (klonopin), linaclotide (linzess), paroxetine hydrochloride (paxil) and quetiapine (seroquel). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion ("essure device location of device: uterus had migrated"). In 2015, the patient experienced anal incontinence ("bowel incontinence"), vomiting ("vomiting"), flatulence ("gas") and diarrhoea ("diarrhea"). In 2017, the patient experienced visual acuity reduced ("vision had gotten worse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dyspepsia ("severe digestive problems / digestive system problems"), insomnia ("insomnia"), hot flush ("hot flashes"), night sweats ("night sweats"), dysgeusia ("metallic taste in my mouth"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), sepsis (seriousness criterion medically significant), hypoxia ("hypoxia after hysterectomy"), feeling abnormal ("brain fog"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), hydrosalpinx (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("fibroids"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), weight increased ("weight gain"), furuncle ("boil on my butt"), spinal pain ("spine pain"), pain in extremity ("back to my leg"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain"). The patient was treated with hysterectomy with unilateral salpingectomy and essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, device expulsion, abdominal distension, dyspepsia, insomnia and back pain outcome was unknown and the pelvic inflammatory disease, embedded device, hot flush, night sweats, dysgeusia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, sepsis, hypoxia, feeling abnormal, bladder disorder, urinary tract disorder, hydrosalpinx, ovarian cyst, uterine leiomyoma, nausea, dyspareunia, pelvic pain, weight increased, anal incontinence, vomiting, flatulence, diarrhoea, furuncle, visual acuity reduced, spinal pain, pain in extremity and dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain, anal incontinence, back pain, bladder disorder, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, flatulence, furuncle, hot flush, hydrosalpinx, hypoxia, insomnia, menorrhagia, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, sepsis, spinal pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, visual acuity reduced, vomiting and weight increased to be related to essure (ess205). The reporter commented: the hysterectomy put me in a coma for 3 weeks due to aspiration while in surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received:the event hot flashes, night sweats, metallic taste in my mouth,abnormal bleeding (vaginal, menorrhagia),vaginal infection, uti,sepsis and hypoxia, brain fog, bladder or urinary problems, hydrosalpinx, pid, ovarian cysts, fibroids, embedded in upper tissue/missing coil,nausea, dyspareunia (painful sexual intercourse), pain, vision problems,weight gain,bowel incontinence,gas, diarrhea,boil on my butt, spine pain, back to my leg pain, dysmenorrhea,back pain added. Concurrent condition,concomitant medication,reporters,events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant, perforation of organs"), abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("pid"), embedded device ("embedded in upper tissue"), salpingitis ("fallopian tube, left: chronic salpingitis consistent with chronic salpingitis"), sepsis ("sepsis") and hydrosalpinx ("hydrosalpinx") in a 44-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Concurrent conditions included irritable bowel syndrome, adjustment disorder, post-traumatic stress disorder, tobacco use disorder, vitamin d deficiency, obesity, acute respiratory distress syndrome, pancreatitis, acute respiratory failure, body mass index normal, vaginitis bacterial, cellulitis, dysfunctional uterine bleeding and pancreatitis. Concomitant products included clonazepam (klonopin), lactulose, linaclotide (linzess), paroxetine hydrochloride (paxil), quetiapine (seroquel) and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced device expulsion ("essure device location of device: uterus had migrated"). In 2015, the patient experienced anal incontinence ("bowel incontinence"), vomiting ("vomiting"), flatulence ("gas") and diarrhoea ("diarrhea"). In 2017, the patient experienced visual acuity reduced ("vision had gotten worse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dyspepsia ("severe digestive problems / digestive system problems"), insomnia ("insomnia"), hot flush ("hot flashes"), night sweats ("night sweats"), dysgeusia ("metallic taste in my mouth"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), sepsis (seriousness criterion medically significant), hypoxia ("hypoxia after hysterectomy"), feeling abnormal ("brain fog"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), hydrosalpinx (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), uterine leiomyoma ("fibroids"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), weight increased ("weight gain"), furuncle ("boil on my butt"), spinal pain ("spine pain"), pain in extremity ("back to my leg"), dysmenorrhoea ("dysmenorrhea") and back pain ("back pain"). The patient was treated with dicloxacillin, panadiene co (tylenol #3), amitriptyline, metronidazole (flagyl), surgery (laparoscopic left salpingectomy), surgery (B)(6) 2016. Unilateral salpingectomy, hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, device expulsion, salpingitis, abdominal distension, dyspepsia, insomnia and back pain outcome was unknown and the pelvic inflammatory disease, embedded device, hot flush, night sweats, dysgeusia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, sepsis, hypoxia, feeling abnormal, bladder disorder, urinary tract disorder, hydrosalpinx, ovarian cyst, uterine leiomyoma, nausea, dyspareunia, pelvic pain, weight increased, anal incontinence, vomiting, flatulence, diarrhoea, furuncle, visual acuity reduced, spinal pain, pain in extremity and dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal pain, anal incontinence, back pain, bladder disorder, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, flatulence, furuncle, hot flush, hydrosalpinx, hypoxia, insomnia, menorrhagia, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, salpingitis, sepsis, spinal pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection, visual acuity reduced, vomiting and weight increased to be related to essure (ess205). The reporter commented: the hysterectomy put me in a coma for 3 weeks due to aspiration while in surgery. Initial hsg showed 1 patent fallopian tube. Essure device inserted, coil placed, four coils easily visible on the left. Right ostia visualized, same was down. Two coils were remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. (B)(6) 2007, CT abdomen and pelvis report: impression: large lobulated cystic mass posterior to the uterus with other small cystic foci at the bilateral adnexa. (B)(6) 2009, CT abdomen and pelvis report: impression: distended tubular structure in the left lower quadrant without significant adjacent inflammatory changes, increased in size since prior study, suspicious for hydrosalpinx. Radiodensities extending through the uterine fundus likely represent the patient¿s known tubal occlusion devices. The appearance is concerning for malposition. Stable probable hemangioma in liver. CT scan report: cyst on bladder. Essure moved. (B)(6) 2009, CT scan: pelvic mass highly suggestive of hydrosalpinx given the essure procedure. Highly likely the elongated mass represents hydrosalpinx. (B)(6) 2009: surgical pathology report fallopian tube, left: chronic salpingitis consistent with hydrosalpinx. Gross: segment of tan red, tubular structure measuring 5.8 cm in length and ranging in diameter at proximal end from 0.7 cm to 1.3 cm with dilated, semi translucent cyst like structure at distal end measuring 5.7 x 4.9 x 2.1 cm. Serosal surface is smooth tan to pearly white to tan red with focal red adhesions. Cystic structure reveals cavity with smooth pearly white lining containing a small amount of clear fluid. (B)(6) 2012, pelvic ultrasound: rt ovary has cyst, measures 0.8 cm. Lt ovary has cyst measures 1.2 cm. Essure seen. (B)(6) 2014, lumbar spine x-ray: bilateral essure devices present. Impression: no acute fractures or subluxation (B)(6) 2014, colonoscopy: normal colon, small hemorrhoids. Decreased squeeze anal sphincter on rectal exam. (B)(6) 2015: CT scan abdomen, pelvic organs: bilateral essure tubal occlusion devices seen. Impression: large amount of retained stool throughout colon consistent with severe constipation. Redundant sigmoid colon. (B)(6) 2016, abdominal x-ray,findings: linear radiopaque structures projecting over the pelvis could represent tubal occlusion devices. Impression: nonobstructive bowel gas pattern. (B)(6) 2016 : abdominal x-ray: findings: bilateral fallopian tube occlusion devices noted. Impression: constipation. Non obstructive bowel gas pattern. (B)(6) 2016, CT scan, abdomen and pelvis: impression: no acute intraabdominal or intrapelvic process. Right hepatic dome, 1.4 cm hypodensity, unchanged, too small to characterize however likely a cyst. Borderline splenomegaly. Intrauterine device in place. CT shows essure device is through the uterus without perforation CT shows intrauterine metallic object penetrating though uterine wall. (B)(6) 2016, ultrasound: findings: uterus: there are 3 linear echogenicities which appear to be in the uterine parenchyma with at least one protruding through the uterine wall. Difficult to evaluate exact location. Impression: 1. No evidence of intrauterine device. 2. 3 essure coils visualized. Likely within the uterine parenchyma, colon however difficult to evaluate the exact location. 3. Small 0.5 cm intramural leiomyoma. 4. Physiologic appearance of the ovaries. (B)(6) 2016, CT abdomen, pelvis: confirms that left arm of one of the devices protrudes thought the uterine wall, not within the fallopian tube. (B)(6) 2016, surgical pathology report uterus, cervix, right fallopian tube uterus: poorly active endometrium, adenomyosis, one small intramural leiomyoma. Cervix: chronic inflammation. Right fallopian tube: no significant pathologic changes. Gross: right fallopian tube, serosa is tan-pink, smooth to shaggy and glistening with two silver metallic, highly coiled devices 0.4 cm and 0.6 cm in length and averaging 0.1 cm in diameter, protruding through the serosa at both cornus. Endometrial cavity contains two silver metallic highly coiled devices, contiguous with the previously mentioned coil devices entering through the right and left aspects of the myometrium and exiting through the right and left aspects of the endometrial canal. (B)(6) 2016, CT abdomen and pelvis: postoperative changes in the pelvis without definite abscess formation. Free fluid is likely postsurgical. 2. Bibasilar airspace disease with small bilateral pleural effusions. 3. No evidence for acute bowel inflammation. Question prior colitis of distal colon and rectosigmoid. Distention and fluid filled but otherwise unremarkable appearing cecum/ascending colon. (B)(6) 2016, chest x-ray: mild improvement in bilateral airspace disease, patient clinically with ards. Low lung volumes. Bibasilar atelectasis, question small effusions (B)(6) 2007hysterosalpingogram comparison: (B)(6) 2006 findings: the positions of the two previously noted tubal occlusion devices suggest possibility that they might traverse the myometrium. Impression: findings consistent with an occluded right and left fallopian tube; interval placement of a left fallopian tube occlusion device. Interval development of uterine irregularity suggesting the possibility of adhesions. Unchanged two previously placed tubal occlusion devices. Follow up imaging can be obtained as indicated. Concerning injuries reported in this case the following one/ones were described in patient medical records: event added: salpingitis. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Event added as fallopian tube, left: chronic salpingitis consistent with chronic salpingitis. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up 17-nov-2016: legal claim received from lawyer on behalf of plaintiff. Essure was inserted on 01-jan-2004. As a result of her implantation with essure she suffered injuries, including: hysterectomy, migration of implant, perforation of organs, pain, digestive system problems and insomnia. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain, migration of implant and perforation of organs (interpreted as uterine perforation). She sought treatment with her primary care physician and a gastroenterologist, and has visited the emergency room several times. She underwent a surgery to remove essure implant around twelve years after essure insertion. Abdominal pain and uterine perforation are anticipated in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, the consumer also had digestive problems which could be alternative explanation for the abdominal pain. However, given the nature of the reported event, and positive temporal relationship, a contributory role of essure cannot be excluded. There is also a risk of uterine perforation during essure therapy. Therefore, the causality between perforation and essure inserts is also assessed as related. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.